Event description:
A customer contacted haemonetics on (B)(6) 2010 to report that after last pm (preventative maintenance) check the drain tube inside of the orthopat machine was not connected and fluid ran over the electronic components. The machine also needs pm. No donor or operator injury or reaction was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2010 to report that after last pm (preventative maintenance) check the drain tube inside of the orthopat machine was not connected and fluid ran over the electronic components. The machine also needs pm. No donor or operator injury or reaction was reported. Upon eval of the device the reported problem was verified. The components which were damaged were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). Haemonetics (B)(4).